Manufacturer narrative:
This event occurred in (B)(6). The customer found the reagent probe screws were loose. These were tightened. The customer also found liquid between the na, k and cl electrodes. The customer dried this up and performed 2 ise checks with reconditioning. During a sample probe air purge, the customer noted fibrin at the end of the probe and removed it. The investigation determined the instrument issues identified by the customer were the root cause of the discrepant results.

Event description:
The initial reporter questioned results for 20 patient samples tested for co2-lbicarbonate liquid (co2), ise indirect na, ci for gen.2 and crej2 creatinine jaffé gen.2 - compensated method for serum and plasma (crej2) on a cobas 6000 c (501) module. Of the data provided, the results for 12 patient samples were discrepant when tested for na, cl and crej2. Refer to attached data for the patient results. The results in question were not reported outside of the laboratory. The na electrode lot number was q28 and had last been replaced on (B)(6) 2019. The cl electrode lot number was f61 and had last been replaced on (B)(6) 2019. The crej2 reagent lot number was 405580. The expiration date was not provided.